Event description:
A low glucose reading issue was reported with the use of the abbott diabetes care (adc) device. The customer received an unspecified low glucose reading with the adc device and it is unknown whether the customer noted a trend arrow on the device. The customer experienced symptoms described as "felt that something was wrong with their body" and was unable to provide self-treatment. The customer called a non-healthcare professional (non-hcp/sibling) and contacted a healthcare professional (hcp) who instructed them to come to their home immediately, obtained a blood glucose reading of 365 mg/dl on an hcp meter compared to an adc device scan result of 99 mg/dl, and provided an unspecified (dose/type) insulin as treatment. The results, when plotted on a parkes error grid, fall into the c zone, showing the difference in values to be clinically significant. The length of adc device wear was 2 days. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low glucose reading issue was reported with the use of the abbott diabetes care (adc) device. The customer received an unspecified low glucose reading with the adc device and it is unknown whether the customer noted a trend arrow on the device. The customer experienced symptoms described as "felt that something was wrong with their body" and was unable to provide self-treatment. The customer called a non-healthcare professional (non-hcp/sibling) and contacted a healthcare professional (hcp) who instructed them to come to their home immediately, obtained a blood glucose reading of 365 mg/dl on an hcp meter compared to an adc device scan result of 99 mg/dl, and provided an unspecified (dose/type) insulin as treatment. The results, when plotted on a parkes error grid, fall into the c zone, showing the difference in values to be clinically significant. The length of adc device wear was 2 days. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation and the customer agreed to return the device; however, at this time product has not yet been received.the most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse.all complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio.an extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification.dhrs (device history review) for the libre sensor and sensor kit was reviewed and the dhrs showed the libre sensor and sensor kit met specifications prior to release to distribution.if product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation.all pertinent information available to abbott diabetes care has been submitted.